Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a single crown on the dental implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after more than 14 years in situ.

Event description:
Implant fracture.